Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to close out of all applications in background, reset (B)(6), uninstall and reinstall the g5 application, and manually enter the transmitter ID, which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-52931. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-01978 to ensure it can be correctly associated with the applicable initial medwatch report.